Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia, with sensor readings showing ¿high¿ and a reported maximum of 392 mg/dl after a change in exercise timing and dinner without meal announcement; fingerstick values during the event were lower, including 336 mg/dl and later 183 mg/dl, and no insulin leaks or device disconnections were identified. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-monitoring at home without medical intervention or use of backup therapy. Investigation included device inspection by the user, cgm calibration attempts, pairing of a new cgm sensor, and remote troubleshooting and education. Investigation of this case revealed discordance between cgm and fingerstick values consistent with a cgm accuracy issue and potential prolonged postprandial hyperglycemia related to lack of meal announcement, with subsequent improvement over time. It was concluded that the cause of the hyperglycemia was unclear, with contributing factors including sensor inaccuracy and meal-related glucose excursion without meal announcement.